Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 1,000-1,028 mg/dl; cause unknown. Reportedly, due to the elevated bg level, the customer lost consciousness and was transported to the hospital. While in the hospital, the customer had a heart attack. The customer received intravenous fluids of saline and insulin. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.